Event description:
The facility reported a colleague infusion pump with a malfunction with the stop button does not stop intervenous flow. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup in the ER. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this involved a remediated colleague infusion pump with user interface module master software version 5.09.90. A service history review revealed that this device has been serviced three times prior to this event. The device has not been previously sent into service for the reported condition of "stop button does not stop IV flow". Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "stop button does not stop IV flow" was confirmed by baxter personnel during product evaluation. The root cause was assigned to an inoperable stop key. The pump head module keypad was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.